Manufacturer narrative:
Evaluation conclusion: the device has been discarded by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician, the cord was cut resulting in bare wires being exposed. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.